Event description:
A surgeon reported that after implantation of the intraocular lens(iol) the pt developed endophthalmitis with hypopyon. On the fourth postop day the lens was explanted and a vitrectomy was performed. The pt was treated with intravenous antibiotics. Pt's current vision is hand motion. The relationship between this event and the iol is not known.

Event description:
Product history records were reviewed and all documentes indicate the product met release criteria including sterility testing. Add'l info provided by the reporting surgeon stated that the pt currently has a phthisical eye. The relationship between the intraocular lens and the endophthalmitis remains unknown.